Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00118: plate.

Event description:
While implanting a polarus 3 plate on the humerus bone in the patient, a secondary fracture was formed when a locking screw was inserted. Two additional lag screws were implanted to stabilize the secondary fracture.